Event description:
Following an outpatient procedure performed on (B)(6) 2010 at the ambulatory surgical center, the pt returned the same day to the emergency department with a foreign body in her throat. After removal of the foreign body by direct laryngoscopy on (B)(6) 2010, the foreign body was noted to be the plastic backing to a sticky EKG pad. The pt was discharged on (B)(6) 2010 in stable condition. The team believes the plastic backing had somehow attached to the lma (laryngeal mask airway), and being transparent, they did not see it prior to placing the lma. The backing may have stuck/adhered to the lma. The team shared observations regarding the plastic backings that indicate that the backings, being transparent, may not be well visualized when in close proximity to gowns and drapes. The bear-hugger used under the gown "attracts" the plastic backings causing them to stick to gowns.